Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right common femoral artery (cfa) using an indigo system aspiration catheter 8, a non-penumbra sheath and a guidewire. It was noted that the patient anatomy was tortuous. During the procedure, while the physician advanced the cat8 over the guidewire to the bifurcation, the physician experienced resistance and subsequently, approximately fifteen centimeters form the hub of the cat8 kinked. Therefore, the cat8 was removed. The procedure was completed using an indigo system aspiration catheter 12 (cat12) and a non-penumbra sheath. There was no report of an adverse effect to the patient.